Event description:
Boston scientific received information that this right ventricular lead has historically displayed a lower shock impedance between 25 and 30 ohms after the placement of a left ventricular assist device (B)(4) months ago. However it was recently noted to have dropped below 20 ohms for a single measurement. Technical services discussed the possible root cause of the drop, and the physician will continue to monitor the lead at this time with no remedial action planned or taken as the lead runs at a known lower impedance. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service. No further information is available. This report will be updated if more information becomes available.